Event description:
A customer contacted baxter's technical service center reporting a check heater line alarm during fill 1 on the home choice (hc) and the home patient (hp) stated he changed out the cassette only and reused the bags. The technical service representative (tsr) explained the setup was compromised and the hp understood. The tsr assisted with ending therapy and advised the hp to start over with new supplies. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the hp only changing out the cassette after the alarm. The hp resumed therapy starting over with new supplies. Ps advised the hp to change out all the supplies at the time of the alarm as there is a risk for contamination. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). This complaint is for a report of a use error - reuse of single use product where the home patient stated he changed out the cassette only and reused the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.